Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent reduction of lumbar spondylolisthesis due to lumbar spondylolisthesis. Intra-op, the screw broke. The screw was replaced with the new one. There were no patient complications as a result of event.

Manufacturer narrative:
Product analysis results: visual microscopic dimensional visual inspection confirmed the bone screw was returned disassembled from the head. The ring and crown were still assembled in the head. A portion of the ring has been sheared through the cross-sectional area, with the remaining portion of the ring still seated in the groove of the head. The retaining ring is fully seated, but has been deformed and partially sheared off. The deformed and sheered areas are on either side of the retaining ring gap and would reduce the force required for head disassembly. The bone screw head was measured and meets print spec. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.